Manufacturer narrative:
Unit received with cracked case at display window corners and reservoir tube. Unit received with minor scratched display window. Unit passed rewind, basic occlusion test, prime and system sensor test, excessive no delivery test and displacement test, however, unit alarmed motor error during occlusion test due to fsr with slight moisture damage. The motor was tested outside the device and passed. (B)(4).

Event description:
The customer reported via phone call that the insulin pump dropped after a bolus, and has experienced high blood glucose of 280 mg/dl. Customer does not recall any significant events leading to the error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.